Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00246: screw.

Event description:
An acu loc 2 plate was implanted in a patient on (B)(6) 2017. During routine removal of the implants, it was determined that one of the screws had broken post op.